Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The analysis of the lead demonstrated multiple signs of wear. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. In particular at approx. 26 cm distal to the is-1 connector pin, the insulation was found rubbed through. Interaction between the lead body and the nearby lead should be taken into consideration. Further damages occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation duration of 49 months it was reported that the patient received 3 inappropriate shocks. No other adverse patient side effects have been reported. The lead was explanted.